Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Item# 00770302000, z.s.g.m. Cutter 2:1 ratio, serial# (B)(4). Item# 00770301500, z.s.g.m. Cutter 1.5:1 ratio, serial# (B)(4). Product review of the zimmer skin graft mesher (00770100000) serial number (B)(4) by a zimmer biomet certified service repair site - dover on (B)(6) 2020 revealed the device produced an incomplete mesh. After investigation, the calibration was out of specification but the test cut passed. However, the cutter 1:5 pass the test cut, while cutter 2:1 failed. The gears and collars were replaced on the cutters. Additionally, the side plate, gear, shoulder bolts, washers, and other various parts (bearings/screws) required replacement. Repair of the device was performed by a zimmer biomet certified service repair site - dover on (B)(6) 2020 which included replacement of the following: gear (pn 06001810442, ln 80896672), belleville washer (pn 06001810462, ln 80912705), shoulder bolt (pn 06001810447, ln 80901960), left side plate (pn 06001810432, ln 80907387), additional repair included disassembly, cleaning, testing, and calibration. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the devices gears were worn. The event occurred at a cadaver skin bank that uses the device on previously recovered cadaver skin. Therefore, there was no patient involvement, no harm, and no delay in any surgical procedure. During the investigation, it was discovered that the device produced an incomplete mesh. No adverse events were reported as result of this malfunction.